Event description:
Boston scientific received information that this right ventricular lead displayed pacing impedances of greater than 2500 ohms. The patient underwent a lead revision procedure where the lead was capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.